Event description:
It was reported that the patient experienced an arrhythmia which was discovered remotely via merlin.net. It was noted that the patient had several ventricular fibrillation (vf) episodes where the implantable cardioverter defibrillator (ICD) failed to deliver shock therapy. No electrocardiograms (egms) were recorded for these vf episodes. Further, the ICD was noted to undersense these vf episodes. No intervention was performed.